Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The father reported that during a programming session on (B)(6) 2020, the doctor informed him that there was problem with implant. The hearing performance with the device is affected. The user was re-implanted.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode, as it might be caused by an external mechanical impact appears likely. However, to confirm an exact root cause of failure a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The father reported that during a programming session on (B)(6) 2020, the doctor informed him that there was problem with implant. The hearing performance with the device is affected. The parents didn_t notice the decline in speech performance at first, but the speech specialist told them about the decline of hearing. The user is not able to interpret speech. Re-implantation is under consideration but no date has been scheduled yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The father reported that during a programming session on (B)(6) 2020, the doctor informed him that there was problem with implant. The hearing performance with the device is affected. Re-implantation is under consideration.